Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Retainer ring = missing. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. No unexpected insulin flow blocked/no delivery alarm during testing. The adapt tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected battery alarms or alerts noted during testing or in the pump trace download. The test p-cap does not lock in place properly and unable to perform the displacement test and occlusion test due to missing retainer, broken reservoir tube lip and missing reservoir tube o-ring. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronic assembly, 40 pin flexible printed circuit/lcd, motor, internal battery, keypad assembly, vibrator, force sensor and battery tube. The force sensor offset measured within spec range during testing (23.1 mv). The motor was tested outside of the device on the stb3 and passed. Pump received with missing display window cover, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, cracked select button keypad overlay, keypad overlay texture damage, end cap address label fading and serial number label fading.

Event description:
Information received by medtronic indicated that the insulin pump had no delivery alarm. The customer stated that battery were dying. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.